Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched alarms were confirmed and reproduced through evaluation. Baxter's technicians were able to reproduce this condition by powering the pump on, loading a set, and closing the door. This message was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump had door not fully latched messages. Any patient involvement, injury or medical intervention is unknown.